Manufacturer narrative:
The thermogard was evaluated by biomed at the customer site and no issue was observed. The console is working as intended for use. The thermogard system sn (B)(4) associated with this complaint will not be returned for evaluation. Therefor a physical investigation of the system cannot be performed. However the archive data was received by zoll and the analysis of data is pending. A supplemental report will be filed when analysis of archive data has been completed.

Event description:
A female patient was hospitalized for fever management. A zoll solex 7 catheter was inserted into the right subclavian vein by an experienced physician. Catheter insertion was smooth. The nurse stated that the thermogard system sn (B)(4) was not cooling the patient during the 5 days of therapy. The use of this thermogard system was discontinued and replaced with another thermogard system sn (B)(4). Second system was placed on the fever mode with target temperature 37.3 celsius. After 4 hours into the therapy, the attending nurse reported minimal patient body temperature reduction. Biomed technician was called to evaluate the systems. Both systems were checked and function as intended. Nurse was recommended to check catheter and suk for leak. After 1 hour of the monitoring, the fluid level in the saline bag was slightly lower then initial mark on the bag and the leak was suspected. Suk was checked and no leak was reported. No fluid was observed on the floor or bed and no alarm was noted on the console. Second system was disconnected and patient was placed on cooling blankets per physician order. No known impact or patient consequence was reported. This report is for thermogard xp ivtm system sn (B)(4). For solex 7 catheter issue, see MFR 3010617000-2018-00379 ccr (B)(4). For thermogard xp ivtm system sn (B)(4) issue, see MFR 3010617000-2018-00391 ccr (B)(4).

Manufacturer narrative:
The thermogard console (sn (B)(4)) was not returned to zoll for evaluation. However, the event log of this system was sent to zoll for evaluation. Review of the event log shows no errors or faults. If the system is returned to zoll for evaluation a supplemental report will be submitted. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for the thermogard console with serial number (B)(4).